Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: [missing records: a CT scan showing ¿previous repair¿, ¿mesh noted¿, ¿chronic-appearing inflammatory response¿ was not provided.] ??/??/??: [missing records: records for incision and drainage were not provided.] On (B)(6) 2012: (B)(6) . (B)(6) , md. Office notes. Evaluation of unhealing surgery wound in abdominal wall, occurred 5 days ago. Abscess moderate in size, not uncomfortable. Slightly improved. Since incision and drainage, has been complaining of drainage. Drainage has become serous. Recent CT of abdomen/pelvis on (B)(6) 2012: patient appears to have had a previous anterior abdominal wall ventral hernia area repair. Mesh is noted within the anterior abdominal wall surrounding extensive chronic-appearing inflammatory response similar to that observed on prior study. Increase in size of a near water density lesion within the subcutaneous fat within the left anterior abdominal wall just lateral to incision. Lesion measures 25 mm-gotten larger since prior study. Not suspicious for abscess. Drainage indicates possible underlying infection. Increased inflammatory changes in subcutaneous fat anterior to incision. Past medical history: diabetes mellitus type ii, uncontrolled, esophageal reflux. Medications: glucovance, metformin. Weight 253 lbs. Patient will return later in year to plan open surgery with mesh removal. On (B)(6) 2012: (B)(6) . (B)(6) , md. Office notes. Evaluation of chronically infected surgery wound abdominal wall at umbilicus. Improved with home wound care. Complaining of small amount of brownish bloody drainage. Drainage indicates possible underlying infection. Increased inflammatory changes in subcutaneous fat anterior to incision. Past surgical history: cholecystectomy. Medications: glucovance, metformin, warfarin. Gastrointestinal: chronically draining incisional hernia sinus left of umbilicus. No hernias present. Discussed need for open removal of mesh and redo incisional hernia repair. Will plan for open debridement of infected mesh, component separation, and placement of bio a mesh. Patient will need to come off coumadin 5 days before and get home lovenox for 5 days. On (B)(6) 2013: [missing records: a CT scan showing ¿postoperative changes¿, ¿mesh present¿, ¿inflammatory change and calcification that appears similar to the prior exam¿ was not provide.] On (B)(6) 2013: (B)(6) . (B)(6) , md. Office notes. Wishes to discuss disability without surgery. Abscess has slightly improved with home wound care. Still complaining of a small amount of brownish bloody drainage that is stable. CT abdomen/pelvis on (B)(6) 2013 revealed findings of postoperative changes involving the anterior abdominal wall with mesh present and adjacent inflammatory change and calcification that appears similar to the prior exam. Past medical history: history of deep vein thrombosis, infected postoperative seroma. Medications: glucovance, metformin, xarelto. Weight 254 lbs. Gastrointestinal: chronically draining incisional hernia sinus left of umbilicus, no hernias present. Assessment: chronic infected postoperative seroma, stable. Non-healing surgical wound persistent umbilical drainage. Plan: discussed need for open removal of mesh and redo incisional hernia repair. Will plan on open debridement of infected mesh, component separation, and placement of bio a mesh. Patient returns to discuss disability. She does not wish to have surgery at this time. It is stable with home wound care. On (B)(6) 2014: (B)(6) . (B)(6) , md. Office notes. Chief complaint: ¿I am still having trouble¿. One year follow up evaluation of chronically infected surgery wound located in the abdominal wall at umbilicus. Since last may she reports continued bleeding and abdominal pain. Reports mild constipation and a recent bout of bleeding from rectum. Past medical history: esophageal reflux, infected postoperative seroma, (B)(6) 2012. Gastrointestinal: chronically draining incisional hernia sinus left of umbilicus. No hernias present. Weight 245 lbs. Assessment: chronic infected postoperative seroma. Plan: open debridement of infected mesh, component separation, and placement of biologic mesh. Patient will need to come off xarelto for 2 weeks prior and get home lovenox starting 5 days preoperative no lovenox day of surgery. On (B)(6) 2018: (B)(6) medical center. (B)(6) , md. History and physical. Presented to the emergency room with complaints of abdominal pain. She reports she fell onto abdomen this weekend. Was evaluated in emergency department, no CT performed. Reports intermittent nausea friday afternoon and all day sunday. Began having intermittent nausea on tuesday. Presented to urgent care, treated for uti. Nausea returned with abdominal pain, causing her to return to emergency room for evaluation. History of irritable bowel syndrome. Currently on xarelto and has been for several years, was on coumadin due to history of dvt. CT of abdomen pelvis revealed multiple dilated fluid-filled small loops of bowel. Transition point was seen with decompressed small bowel loops appearing to be at the level of a complex ventral abdominal wall hernia containing multiple loops of small bowel. History of diverticulosis with no evidence of acute diverticulitis. Has ivc filter in place. Admitted for surgery for further evaluation and management of small bowel obstruction. Gastrointestinal: minimally tender to palpitation at the umbilical area; well-healed prior abdominal incision present in umbilical area, recurrent hernia present, other-obese. Assessment and plan: patient reports prior hernia repair 2009 by dr. (B)(6) with mesh. Reports infection of her mesh with removal by surgeon in (B)(6) in 2016. She reports she is supposed to follow up with surgeon early next year. On (B)(6) 2017: (B)(6) surgical associates. (B)(6) , md. Office notes. Presents to discuss the possible reason her mesh was infected after hernia repair with dr. (B)(6) in 2009. Do not have operative reports, changed computer system, do not know type of mesh. Most recent visit was in 2014. Dr. (B)(6) recommended removal of mesh at that time but she declined. She reports undergoing surgery to have mesh removed (B)(6) 2016 at (B)(6). Weight 249 lbs. Gastrointestinal: no obvious hernia. Assessment: morbid obesity. Discussion and plan: I am uncertain why the patient wanted to be evaluated in our clinic today. She had removal of her mesh in 2016 and has done well. No symptoms of hernia recurrence at this time. Hernia repair in 2009. I cannot access operative report and she does not know what type of mesh was used in her repair. I have reviewed the records and it appears she had a chronic mesh infection which dr. (B)(6) recommended repair in 2014 but she refused. She informs me that her surgeon at uams wanted her to talk to her original surgeon to ¿see why the mesh got infected¿. I cannot give that answer I did not perform the surgery. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6) anesthesia & pain clinics. (B)(6) , md. Office notes. Initial consult. Ht. 64 inches, wt. 254 lbs., bmi 43.76. Chief complaint: mesh issues. Pain scale: 0. Patient states difficulty ambulating. Additional notes: dvt both legs. History of present illness: 63-year-old with diabetes and history of dvt on anticoagulation, presenting as new patient for third evaluation for removal of infected mesh that was placed by dr. (B)(6) in (B)(6) . She has had different opinions dealing with the subject. She describes a 1-year history of recurrent draining sinuses that express purulence. Denies fever, chills. Past surgical history: cholecystectomy in 1996. Incisional hernia repair with dual mesh in 2009. Abdomen exam: obese. 4 small draining sinuses right and left of midline from which purulence can be expressed. Soft, non-tender, non-distended. No hernia or masses appreciated. Impression and recommendations: 63-year-old lady with diabetes and infected dual mesh placed in 2009 with multiple draining sinuses. We reviewed her imaging performed in (B)(6) (B)(6) 2013 that shows straining [sic] and a small fluid collection around the mesh and sinuses intending [sic] from this area to the skin level. It appears the mesh has migrated medially and "crumpled." We do believe the mesh is infected. The only definitive treatment is surgery for removal of the foreign body and possible placement of a biologic at the same time, if the field is not contaminated. We have given her a prescription for bactrim in order to decrease the contamination and inflammation in the area. She will return in 2 weeks for a re-evaluation and likely surgical planning. Medications: metformin, glipizide, xarelto, simvastatin. On (B)(6) 2013: (B)(6) outpatient surgery clinics. (B)(6) , md. Office notes. Ht. 64 inches, wt. 253 lbs., bmi 43.60. Chief complaint: infected mesh. Pain scale: 0. Returns today after a 2-week course of antibiotics. She still has draining sinuses with visible purulent fluid at the orifices. She claims to be better, however. Abdomens exam: three draining sinuses with residual skin excoriation. Impression/ recommendation¿s: ms. White has infected mesh. We tried a course of antibiotics to see if we could get it quieted down. I explained to her on her visit two weeks ago that we would have to remove the mesh and ultimately replace it. I doubted this could be done in one stage. I said we would try the antibiotics to see if they helped at all. They really have not and I recommend removing the mesh as soon as possible. We would close the abdomen in the normal fashion. I believe she has a very high risk at that point of recurrence of the hernia at which time I would recommend repairing it with biologic mesh provided a sufficient time had elapsed to avoid reinfection. I reiterated that to her at this visit. She wants to think about it. She may wish to have the surgery done by her regular surgeon which would be fine. I am glad to assist her in any way. She will call if she wants me to proceed and she can be scheduled for mesh excision and debridement of the abdominal wall. On (B)(6) 2016: (B)(6) . (B)(6) , md. Office notes. New patient. Infected hernioplasty mesh, sequela. Medications: glucophage, prednisone, glucotrol, prilosec, xarelto, levemir. Ms. White had infected hernia mesh in the midline in 2013 and I recommended taking this out. She declined at the time. She now returns to be re-evaluated. She needs to have right lower extremity venous surgery for a non-healing ulcer. She has had a laparoscopic incisional hernia with dualmesh and has purulent drainage for all of the mesh affixation incisions. On CT, these do not appear to extend intra-abdominally but I am sure the mesh is infected. Abdomen exam: port site and suture fixation incisions. Left upper and right mid have gross purulent fluid. There is a small opening centrally from which pus can be expressed. Assessment/plan: patient has grossly infected mesh now for several years. This needs to be removed and she is finally agreeable to doing so. I discussed the procedure and risks including possibility of fistulization to bowel, etc. We can carry out the operation and close her with a temporary mesh or component separation and then later repair the hernia definitively if it recurs which is very likely. In the meantime, she could have her vein surgery. I answered her questions and schedule her procedure. Final diagnoses: infection and inflammatory reaction due to other internal prosthetic devices, implants and grafts, sequela. Morbid obesity. Body mass index 40.0-44.9. On (B)(6) 2016: (B)(6) . (B)(6) , rn. Telephone call. Ms. White called and said she had some questions regarding her surgery. She said she doesn¿t remember everything that was talked about during her last visit. We are scheduling her to come back to clinic 02/24. On (B)(6) 2016: (B)(6) . (B)(6) , md. Office notes. Follow up infected hernioplasty mesh. Medications: glucophage, prednisone, glucotrol, prilosec, xarelto, levemir. Wt. 234 lbs. After our fairly lengthy preop visit, ms. White called and had several questions. She said she had been cold when I talked to her so she was not able to listen to our discussion. I was very sorry to hear that as she did not indicate to me that she was uncomfortable in any way and she had indicated that she understood and agreed to surgery. Given that, I asked her to return so we could go through everything again face to face. We discussed her procedure, what I plan to do and why, what she can reasonably expect, all of the risks of this type of procedure as they pertain to her especially the concept that she may have a fistula of bowel to mesh causing this chronic infection which would require a bowel resection. I answered her questions and she, once again, indicated that she understood and was comfortable to proceed. I encouraged her to let us know again, if she had any ongoing concerns or questions. She did reiterate back to me key points indicating to me that she grasped what I was saying, just as she had on the last visit. On (B)(6) 2016: (B)(6) . (B)(6) , md. Pre-anesthesia evaluation. Asa score: 3. Review of systems: gastroesophageal reflux disease. Obesity, diabetes poorly controlled and using insulin, chronic steroid use. On (B)(6) 2016: (B)(6) . (B)(6) , md. History and physical. Ms. White had infected hernia mesh in the midline in 2013 and I recommended taking this out. She declined at the time. She now returns to be re-evaluated. She needs to have right lower extremity venous surgery for a non-healing ulcer. She has had a laparoscopic incisional hernia with dualmesh and has purulent drainage for all of the mesh affixation incisions. On CT, these do not appear to extend intra-abdominally but I am sure the mesh is infected. Abdomen exam: soft, non-tender, non-distended. Port site and suture fixation incisions. Left upper and right mid have gross purulent fluid. There is a small opening centrally from which pus can be expressed. Assessment/plan: grossly infected mesh now for several years. This needs to be removed and she is finally agreeable to doing so. I discussed the procedure and risks including possibility of fistulization to bowel, etc. We can carry out the operation and close her with a temporary mesh or component separation and then later repair the hernia definitively if it recurs which is very likely. In the meantime, she could have her vein surgery. I answered her questions and scheduled her procedure. On (B)(6) 2016: (B)(6) . (B)(6) , md. Progress notes. New diagnosis of atrial fibrillation, and has been on xarelto and a beta blocker. Xarelto held prior to surgery. Follow up with cardiology upon discharge. On (B)(6) 2016: (B)(6) . (B)(6) , md. Pathology report. Accession #: (B)(4). Clinical information: history of infected mesh (since 2013). Final diagnosis: a) surgical device and soft tissue, abdominal mesh, removal: granulation tissue and skin with extensive acute and chronic inflammation and abscess formation. B) soft tissues, abdominal wall, excision: benign fibroadipose tissues. No lymphoid tissue present. C) soft tissue, abdominal wall, excision: benign fibroadipose with extensive acute and chronic inflammation. Gross description: specimen a) a yellow-white piece of abdominal mesh is also received. This mesh is 7.8 x 7.0 cm and has metal eyelets with suture around the perimeter. There are hard, white-yellow, granular material located on the mesh surface. There are multiple defects in the surface of the mesh ranging in size from 0.2 cm to 0.6 cm. On (B)(6) 2016: (B)(6) . Culture report. Operating room culture: pseudomonas aeruginosa. On (B)(6) 2016: (B)(6) . (B)(6) , md. Progress notes. She did not get out of bed yesterday except to the bedside commode. Complains of some shortness of breath. I talked with ms. White this afternoon and reminded her of our past conversations about walking in the halls. She now has severe atelectasis and is short of breath from it. She has been in the bed too much and needs to be walking the halls multiple times each day. Culture grew pseudomonas which we ought to be able to control with dressing changes now that the mesh, suture, and tracts are all debrided out. Need to increase her metoprolol as she is not adequately beta blocked. Her right lower extremity ulcer looks clean, though. On (B)(6) 2016: (B)(6) . (B)(6) , md. Radiology ¿ acute abdomen series with chest x-ray. History: vomiting. Impression: 1) stable atelectatic changes at the lung bases due to elevated diaphragm. 2) resolution of free air under the diaphragm. 3) there are multiple dilated air-filled small bowel loops in the mid abdomen on the left side with air-fluid levels. There is presence of air and fecal material within the colon. These findings are most likely related to partial small bowel obstruction versus postoperative ileus. On (B)(6) 2016: (B)(6) . (B)(6) , md; (B)(6) , md. Discharge summary. Admit date: (B)(6) 2016. Final diagnosis: infected hernioplasty mesh, diabetes, hypertension, hyperlipidemia associated with type 2 diabetes, deep venous thrombosis, venous stasis ulcer. Procedures: exploration abdominal wall with excision of infected mesh possible bowel resection. Treatments: IV hydration, antibiotics, analgesia, cardiac meds and surgery. Hospital course: long-standing (several years) infection of her hernia mesh, and a surgical history including cholecystectomy and laparoscopic incisional hernia repair with mesh. She is now status post infected hernia mesh removal, lysis of adhesions, and removal of multiple abscess pockets and epithelialized tracts on 3/4/16. Post operatively, she has done well. The fascia was primarily closed in the operating room but the subcutaneous fat and skin were roughly reapproximated with a few loose staples and left open to decrease the risk of abscess formation and recurrence of infection at the site. Initially the dressings appeared green (and operating room cultures had grown pseudomonas), but this disappeared when wet to dry dressings were switched from saline to dakin¿s solution. Wound base looks healthy. Continue packing with wet to dry with dakin¿s twice daily. Discharged with home health for wound care and a walker. She will also be provided with oral pain medication and a stool softener. Continue to take xarelto at home, and her metoprolol has been increased to control her heart rate as she now carries a new diagnosis of atrial fibrillation. Follow up with cardiology upon discharge. Condition: stable. Diet: resume previous. Activity: no strenuous activity, no heavy lifting. Shower normally after 24 hours. Allow soapy water to wash over incision and pat dry; redress after shower with wet to dry dressing with dakin¿s, and cover. No tub baths or water submersion over the wound until healed. No heavy lifting or repetitive motion for 6 weeks. Continue stool softener while on pain medication to prevent constipation. Discharge medications: colace, glucotrol, norco, levemir, glucophage, minocycline, prilosec, roxicodone, deltasone, zocor, januvia, xarelto. Follow up with dr. (B)(6) in 2 weeks. On (B)(6) 2016: (B)(6) . (B)(6) , md. Office notes. Post-op exam. Healing well. Skin is still open but exudate has cleared up with the use of dakin¿s. Wound is still a little wet and she has not been allowed to shower because home health told her not to. Patient needs to shower every day with the dressings off and she is to allow soap and water to cleanse the wound. She will rinse it and home health can pack with dry kerlix. If wound is too dry, they can use minimal normal saline; dakin¿s is no longer necessary. Pain med refilled. Encouraged walking. See her in 2 weeks. On (B)(6) 2016: (B)(6) . (B)(6) , md; (B)(6) , md. Office notes. Two weeks follow up removal infected mesh. She is now back to wet to dry dressings with saline, showering and rinsing with soap and water. No complaints today. Abdominal wound with dry, granulated tissue bed. An area of fibrinous, dead tissue was removed in clinic today with healthy granulation tissue below. Wound appears smaller. Will follow up in 2 weeks. Continue wet to dry dressings with saline and showering with soap and water. Seen and examined with dr. (B)(6) . I saw and examined ms. White. The wound looks great. We cut off a very small necrotic area, the rest is granulated well and is closing. We will continue with a relative dry pack after showering. I will see her in two more weeks. On (B)(6) 2016: (B)(6) . (B)(6) , md. Office notes. Post-op follow up. Continuing to improve. Moving around better. Incision is nearly completely closed; no evidence of a hernia recurrence yet. Wound is very clean. She is eating and moving her bowels and her pain is improving along with her strength. Recheck her in three weeks wherein I expect this will be completely closed. Then, several months out, we can get a CT to evaluate the fascia. On (B)(6) 2016: (B)(6) . (B)(6) , md; (B)(6) , md. Office notes. Post-op check. Patient states her wound is almost completely healed with no drainage. She states she has been doing great since last seen. She denies any new health history since last seen. Discontinue wet to dry dressings; just cover wound with dry gauze until wound completely healed with skin over wound. Follow up in one month. On (B)(6) 2016: (B)(6) . (B)(6) , md. Office notes. Post-op check. Middle of wound is uneven but closed. Increasing activity appropriately. Still limited by her right lower extremity ulcer. She says that is from a spider bite and she sees a wound care doctor for it. See her in 6 months. On (B)(6) 2017: (B)(6) . (B)(6) , md; (B)(6) , md. Office notes. Follow up. Wounds are healed; doing remarkably well. Presents to asses for recurrent hernia. No obvious recurrence of hernia. Will plan on follow up in 1 year. On (B)(6) 2017: (B)(6) . (B)(6) , md. Office notes. Here for evaluation of a possible hernia recurrence. Abdomen exam: left abdominal incision without obvious hernia, but exam is difficult due to body habitus and scarring so it is hard to tell. Plan: CT; return after scan. On (B)(6) 2017: (B)(6) . (B)(6) , md. Radiology ¿ CT abdomen/pelvis without contrast. History: concern for hernia recurrence. Impression: 1) recurrent midline anterior abdominal incisional hernia with herniation of multiple small bowel loops. No evidence of bowel obstruction or strangulation. 2) moderate to severe colonic diverticulosis without acute diverticulitis. 3) infrarenal ivc filter in stable position. 4) osteopenia. On (B)(6) 2017: (B)(6) . (B)(6) , md. Office notes. Follow up; recurrent incisional hernia. Returned to discuss her CT results and surgical options. She had an abdominal wall exploration and removal of infected mesh in march 2016. She recovered fully but had a tissue repair of the fascia only done in a transverse fashion due to our having to debride seven different fistulous tracts to the infected mesh. She did very well from that and healed timely but now has a not-unexpected recurrence of the hernia; about 5-6 cm in diameter; not symptomatic. Discussed repair options and the risks, including infection, injury to bowel, recurrence, etc. She would like to consider her options; will call with any additional questions and if she would like to schedule surgery. Also discussed signs and symptoms to watch for if the hernia is causing problems. On (B)(6) 2018: (B)(6) . (B)(6) , md; (B)(6) , md. Office notes. Follow up; recurrent incisional hernia. Presents today with concerns of a "jumping stomach." She states about a week ago she noticed her stomach moving up and down, which lasted about 6 hours. She has had this occur before but usually only happens for one hour or less. This prompted her to go to her pcp, who thought she may be having muscle spasms. She doesn't notice what causes them or stops them; no obstructive symptoms. Assessment/plan: recurrent incisional hernia. Risks and benefits of surgery were discussed. Patient would like to think about surgery and discuss with family. On (B)(6) 2019: (B)(6) . (B)(6) , md; (B)(6) , md. Office notes. Presents with a recurrent incisional hernia. This recurrent hernia as [sic] been known for quite some time. Risks and benefits of surgery were discussed, including chance that she could develop incarceration/strangulation and that the hernia could become larger over time, making it harder to repair. At that time patient decided to discuss surgery and decide later. She did not schedule surgery. She returns today for follow up. On 12/21 she says he tripped on a rug and fell on her abdomen. She presented to the ed for pain. She was sent home but later returned and admitted to (B)(6) on 12/26. She had a 2 day stay. A CT scan was performed but she does not have it with her today and does not know the results. Today she states the pain has resolved. Intermittent nausea that resolves easily and no emesis. Plan: recurrent incisional hernia. Again, discussed surgery but she wants to defer until may for family obligations. Patient will call to schedule surgery. On (B)(6) 2019: (B)(6) . (B)(6) , md. History and physical. Presents with a recurrent incisional hernia. This recurrent hernia as [sic] been known for quite some time. She returns today for follow up. Abdomen exam: well-healed transverse central incision with some keloid scars at lateral edges, hernia at left side, cannot definitively feel wall defect size. Assessment/plan: recurrent incisional hernia. Again discussed surgery but she wants to defer until may for family obligations. Patient will call to schedule surgery ~ may 2019, can offer incisional hernia repair with biologic mesh. Risks of waiting and benefits of surgery discussed. On (B)(6) 2019: (B)(6) . (B)(6) , do; (B)(6) , md. Operative report. Assistant: (B)(6) , do. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: open repair of recurrent incisional hernia with biologic mesh and extensive lysis of adhesions. Findings: large swiss-cheese midline defect with bowel and omentum, bowel with dense chronic adhesions. Indications for procedure: this patient is a 69-year-old female, who presented to the clinic with complaints of a recurrent incisional hernia. The patient has an extensive abdominal surgical history, including history of mesh infection and this hernia has been known about since the CT showed a recurrent midline incisional hernia in 2017. She has no signs of obstruction and the risks and benefits of the procedure were discussed. She was consented and agreed to the risks and benefits of the procedure. Her xarelto was held prior to surgery. Procedure in detail: ¿the patient was taken to the operating room and placed in a supine position on the operating table. A time-out procedure was performed noting correct patient, procedure, and site. Preoperative antibiotics and subcutaneous heparin were given. General endotracheal anesthesia was induced without complication and a foley catheter was placed under sterile conditions. The abdomen was prepped and draped in a normal sterile fashion. A #10 blade was used to widely excise the previous midline scar and used this incision to continue down to the subcutaneous tissue, immediately noted was a large swiss-cheese-type hernia defect containing multiple loops of bowel and fat. The bowel was gradually eviscerated by carefully dissecting the dense adhesive tissue with a combination of bovie cautery and metzenbaum scissors. The inferior aspect of the fascial defect was identified and marked with kocher. The superior aspect of the defect was much more adhesed. A small serosal tear was noticed on the antimesenteric border of a portion of the small bowel. It was repaired with interrupted 3-0 pds sutures due to our concern for a small mucosal defect. Once the bowel was completely eviscerated and dissected away from the fascial edges, a biologic mesh was brought to the table. A 10 x 16 cm piece of strattice mesh was rinsed in normal saline and a fish bowel protector was placed in the abdomen before suturing. The biologic mesh was inserted and secured to the underside of the fascial defect with good overlap using prolene sutures in an interrupted fashion. Once the mesh was completely sutured into the abdominal wall, the sutures were tied and there was good coverage of the entire hernia defect with no openings at the edge of the mesh. The fascia was then closed over the mesh in a running fashion with 0 pds suture and a 19-french blake drain was placed. The dermis was closed in a 2-layer fashion with a running vicryl suture and interrupted deep dermal. Finally, the skin was closed with a running 4-0 monocryl suture and the skin incision was dressed with dermabond. A tap block was performed by anesthesia after the skin incision was closed and the foley catheter was left in the patient for urine output overnight. The drain was placed to a davol suction canister. Once the tap block was complete, the patient's anesthesia was reversed and she was extubated without issue. All final counts were correct and she was transported to the pacu in stable condition. Dr. (B)(6) was present and scrubbed for the entire case and the patient will be admitted to the floor for postoperative care. On (B)(6) 2019: (B)(6) . (B)(6) , md. Pathology report. Accession #: (B)(4). Final diagnosis: hernia sac, excision: mature adipose tissue, compatible with hernia sac. Fragment of benign skin with dermal scar. On (B)(6) 2019: (B)(6) . (B)(6) , md; (B)(6) , md. Discharge summary. Admit date: (B)(6) 2019. Discharge diagnoses: open recurrent incisional hernia status post open recurrent incisional hernia repair with biological mesh. Hospital course: admitted to (B)(6) after she underwent open incisional hernia repair with biological mesh for incisional hernia. During the following days after the procedure, she was provided with adequate pain management, fluid resuscitation, dvt prophylaxis and bowel regimen. Electrolytes and blood cell counts were monitored and treated accordingly. Clindamycin was started and transitioned to oral bactrim on post op day 2 due to biological mesh placement. Her post-op recovery period was non-eventful, requiring IV pain medications, which was transitioned to oral on post op day 1 without issue. Discharged comfortably by the team once she was able to ambulate without issues, she was able to void spontaneously/pass flatus without issues, able to tolerate her at-home diet, and pain was well managed by oral pain medications. At the time of discharge, vital signs were stable, and she showed no signs of active infections or post-operative complications. She was discharged home with home health in place for physical therapy and drain care. Abdomen exam: transverse incision mid-abdomen clean/dry/intact, right side drain in place draining minimal serosanguinous fluid. Disposition: home with home health/physical therapy. No strenuous exercise or lifting greater than 15 lbs. For 6 weeks. Keep abdominal binder on. Three months of antibiotics (bactrim) to prevent biological mesh infection. Follow up with dr. (B)(6) in 2 weeks. On (B)(6) 2019: (B)(6) . (B)(6) , md. Office notes. Post-op hernia visit. Status post open repair of recurrent incisional hernia with placement of biologic mesh. She has been doing fine; denies any issues eating or with bowel movements. Drain output is minimal and I removed it. Incision is clean and intact without erythema or drainage. She is doing well with her home physical therapy but complained about home health. We discussed the drain site and keeping it dressed until the drainage stops but washing with soap and water and redressing every day until drainage stops. I will see her back in 3-4 weeks. On (B)(6) 2019: (B)(6) . (B)(6) , rn. Telephone call. Patient called asking if she needed to refill her bactrim as she finished her first course of it. Informed patient that with the type of mesh that was placed, she needs to take the bactrim as prescribed. On (B)(6) 2019: (B)(6) medical sciences]. (B)(6) , md; (B)(6) , md. Office notes. Follow up hernia. Patient reports she is doing well; tolerating regular diet; having regular bowel function. Denies pain. Getting back to her every day activities without issue. Reports incision is healing well. Remains of [sic] bactrim for mesh prophylaxis. Assessment/plan: status post incisional hernia repair. Doing very well. No issues post-op. Hernia repair intact, incision well-healed. Continue bactrim for 90 days post-op for mesh prophylaxis. Return in 6 months. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. Previous patient code (3191: appropriate term/code not available for ¿debridement¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2019, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Records from (B)(6) 2009 through (B)(6) 2012 were not provided. Patient information: medical history: hypertension. Hyperlipidemia. Deep vein thrombosis. Type ii diabetes mellitus. Obesity: ­ on (B)(6) 2013: 254lbs.; bmi 43.76. ­ on (B)(6) 2016: bmi 40.0 ¿ 44.9. ­ on (B)(6) 2016: 234lbs.; bmi 40.2. ­ on (B)(6) 2017: 149lbs.; bmi 42.7. Gastroesophageal reflux disease. Atrial fibrillation. Irritable bowel syndrome. Prior surgical procedures: 1996: cholecystectomy. Implant preoperative complaints: on (B)(6) 2009: [the patient has] ¿a painful bulge in the midabdomen. CT found to have bowel.¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (unk/1dlmcp04) 15cm x 19cm, oval. Implant date: (B)(6) 2009. Description of hernia being treated: ¿the spinal needle sounded the abdominal wall and is marked extracorporeally measuring 4 x5 cm.¿ implant size and fixation: ¿5 cm overlap in all directions was made and a piece of dualmesh plus was brought to the field, cut to size and stay sutures placed. It was rolled and then placed through the abdominal trocar site and then unrolled, smooth side down and rough side up. The spinal needle sounded the abdominal wall as before. Smooth suture passer brought the sutures extracorporeally where they tied expanding the myofascial aponeurosis. Pro-tacks were placed every centimeter and then stay sutures were placed again every centimeter and a half. This was done in midcircumference and stay sutures of 0 vicryl were used to close the trocar sites.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2012: ¿evaluation of unhealing surgery wound in abdominal wall, occurred 5 days ago. Abscess moderate in size, not uncomfortable. Slightly improved. Since incision and drainage, has been complaining of drainage. Drainage has become serous. Recent CT of abdomen/pelvis on (B)(6) 2012: patient appears to have had a previous anterior abdominal wall ventral hernia area repair. Mesh is noted within the anterior abdominal wall surrounding extensive chronic-appearing inflammatory response similar to that observed on prior study. Increase in size of a near water density lesion within the subcutaneous fat within the left anterior abdominal wall just lateral to incision. Lesion measures 25 mm-gotten larger since prior study. Not suspicious for abscess. Drainage indicates possible underlying infection. Increased inflammatory changes in subcutaneous fat anterior to incision.¿ on (B)(6) 2012: ¿complaining of small amount of brownish bloody drainage. Drainage indicates possible underlying infection.¿ ¿chronically draining incisional hernia sinus left of umbilicus. No hernias present. Discussed need for open removal of mesh and redo incisional hernia repair. Will plan for open debridement of infected mesh, component separation, and placement of bio a mesh.¿ on (B)(6) 2013: ¿CT abdomen/pelvis on 01/13/13 revealed findings of postoperative changes involving the anterior abdominal wall with mesh present and adjacent inflammatory change and calcification that appears similar to the prior exam.¿ ¿chronic infected postoperative seroma, stable. Non-healing surgical wound persistent umbilical drainage.¿ on (B)(6) 2013: ¿4 small draining sinuses right and left of midline from which purulence can be expressed.¿ ¿it appears the mesh has migrated medially and ¿crumpled.¿ we do believe the mesh is infected. The only definitive treatment is surgery for removal of the foreign body and possible placement of a biologic at the same time, if the field is not contaminated.¿ on (B)(6) 2013: ¿I said we would try the antibiotics to see if they helped at all. They really have not and I recommend removing the mesh as soon as possible. We would close the abdomen in the normal fashion. I believe she has a very high risk at that point of recurrence of the hernia at which time I would recommend repairing it with biologic mesh provided a sufficient time had elapsed to avoid reinfection.¿ on (B)(6) 2016: [the patient] ¿had infected hernia mesh in the midline in 2013 and I recommended taking this out. She declined at the time. She now returns to be re-evaluated. She needs to have right lower extremity venous surgery for a non-healing ulcer. She has had a laparoscopic incisional hernia with dualmesh and has purulent drainage for all of the mesh affixation incisions. On CT, these do not appear to extend intra-abdominally but I am sure the mesh is infected.¿ ¿patient has grossly infected mesh now for several years. This needs to be removed and she is finally agreeable to doing so.¿ explant preoperative complaints: on (B)(6) 2016: ¿grossly infected mesh now for several years. This needs to be removed and she is finally agreeable to doing so. I discussed the procedure and risks including possibility of fistulization to bowel, etc. We can carry out the operation and close her with a temporary mesh or component separation and then later repair the hernia definitively if it recurs which is very likely.¿ on (B)(6) 2016: ¿she had a hernia repair done laparoscopically for an epigastric hernia years ago and dualmesh was placed. This became grossly infected. We have been trying to get [the patient] to come in and let us take this out for over 2 years, but she has been very reluctant and now she has a dvt, a venous stasis ulcer, and she needs a seps [subfascial endoscopic perforator] type procedure, so that she was admonished that the infection needed to be dealt with before any vein surgery could be done.¿ explant procedure: exploration of abdominal wall with removal of intraperitoneal infected mesh, lysis of adhesions, and debridement of multiple fibrotic sinus tracts. Explant date: (B)(6) 2016. ¿I made a skin incision in the mid line over the old mesh with a knife and carried this down through the soft tissues with cautery. We had several sinuses appeared 7 in all, and there were some suture extruding through the skin which we debrided out initially but after making the skin incision, we got down to the perineal cavity where the mesh was extruding and by just gently pulling on this, we were able to cut it out completely. At that point, we were superficial to probably the omentum. Regardless, we probed each of these tracts. They all seem to form fistulae down to where the mesh had been and so we debrided out each of the tracts and the skin from where the suture had been placed. After taking out a fair amount of tissue, we were back to pretty clean tissue with lysis of adhesions intra-abdominally because there was bowel up against where the mesh had been, and there was one area of dense adhesion that would have been adhered against the top of the mesh or the fascia at the top of the mesh, and this was taken down carefully with metzenbaum scissors. We could not probe a fistulous tract. We milked some bowel gas into the loop occluding both ends and dripped irrigation fluid in the wound but noted no gas escaping through the wall of the bowel. In other words, we could not demonstrate any legitimate fistula, so had there been one, it must have healed which is certainly a possibility given the length of her course. After all, we had taken cultures as well over the area where the mesh came from. At this point, all foreign body material was removed. All unhealthy tissue had been sharply debrided out primarily with cautery but also with scissors and mayo scissors and also metzenbaum scissors as needed. The tracts traversed the full thickness of the abdominal wall from skin through fascia and muscle and because of this, there were areas of the fascia that were divided extending off the midline. After the debridement was complete, we debrided much fat of the fascia of the midline in the central area where this piece of mesh had been. Given then, we elected to close the fascia and rather than close it vertically, we closed it horizontally.¿ relevant medical information: on (B)(6) 2016: pathology: ¿a yellow-white piece of abdominal mesh is also received. This mesh is 7.8 x 7.0 cm and has metal eyelets with suture around the perimeter. There are hard, white-yellow, granular material located on the mesh surface. There are multiple defects in the surface of the mesh ranging in size from 0.2 cm to 0.6 cm.¿ on (B)(6) 2016: culture: ¿pseudomonas aeruginosa¿ on (B)(6) 2016: ¿she did not get out of bed yesterday except to the bedside commode. Complains of some shortness of breath. I talked with [the patient] this afternoon and reminded her of our past conversations about walking in the halls. She now has severe atelectasis and is short of breath from it. She has been in the bed too much and needs to be walking the halls multiple times each day.¿ on (B)(6) 2016: x-ray abdomen: ¿findings are most likely related to partial small bowel obstruction versus postoperative ileus.¿ on (B)(6) 2016: ¿skin is still open but exudate has cleared up with the use of dakin¿s. Wound is still a little wet and she has not been allowed to shower because home health told her not to. Patient needs to shower every day with the dressings off and she is to allow soap and water to cleanse the wound. She will rinse it and home health can pack with dry kerlix. If wound is too dry, they can use minimal normal saline; dakin¿s is no longer necessary.¿ on (B)(6) 2016: ¿no evidence of a hernia recurrence yet.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warn, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number unk. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: code 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2009 indicate the patient underwent ¿laparoscopic incisional hernia repair with mesh.¿ the records state: ¿59 - year-old black female with a painful bulge in the midabdomen. CT found to have bowel.¿ the (B)(6) 2009 operative records state: ¿access to the peritoneum was gained using visiport technique in the left upper quadrant. A 10 mm right flank and three 5 mm lower abdominal trocars were then placed. A running scalpel was used to mobilize the adhesions as the viscera was removed from the incarcerated incisional hernia. There is no damage to the viscera. The spinal needle sounded the abdominal wall and is marked extracorporeally measuring 4 x 5 cm. 5 cm overlap in all directions was made and a piece of dualmesh plus was brought to the field, cut to size and stay sutures placed.¿ the (B)(6) 2009 operative records continue: ¿it was rolled and then placed through the abdominal trocar site and then unrolled, smooth side down and rough side up. The spinal needle sounded the abdominal wall as before. Smooth suture passer brought the sutures extracorporeally where they tied expanding the myofascial aponeurosis. Pro-tacks were placed very centimeter and then stay sutures were placed again every centimeter and a half. This was done in midcircumference and stay sutures of 0 vicryl were used to close the trocar sites. The pneumoperitoneum was released and the skin incisions were closed using clips and she tolerated the procedure and was transferred to the recovery room in stable condition.¿ intraoperative records dated (B)(6) 2009 confirm a gore® dualmesh® plus biomaterial (1dlmcp04) was used during the procedure. A lot number for the alleged gore device was not provided. Records between (B)(6) 2009 and (B)(6) 2016 were not provided. History and physical records dated (B)(6) 2016 state the patient ¿had infected hernia mesh in the midline in 2013 and I recommended taking this out. She declined at the time. She now returns to be re-evaluated. She needs to have rle venous surgery for a non-healing ulcer. She has had a laparoscopic incisional hernia with dualmesh and has purulent drainage for all of the mesh affixation incisions. On CT, these do not appear to extend intra-abdominally but I am sure the mesh is infected.¿ records detailing the infected mesh in 2013 were not provided. Additionally, records for the CT scan performed were not provided. The (B)(6) 2016 history and physical records state: ¿abd: soft, nt. Nd. Nabs port site and suture fixation incisions. Left upper and right mid have gross purulent fluid. There is a small opening centrally from which pus can be expressed. Ext: not examined a/p: pt has grossly infected mesh now for several years. This needs to be removed and she is finally agreeable to doing so. I discussed the procedure and risks including possibility of fistulization to bowel, etc. We can carry out the operation and close her with a temporary mesh or component separation and then later repair the hernia definitively if it recurs which is very likely. In the meantime, she could have her vein surgery. I answered her questions and scheduled her procedure.¿ operative records dated (B)(6) 2016 indicate the patient underwent ¿exploration of the abdominal wall with removal of intraperitoneal infected mesh, lysis of adhesions, and debridement of multiple fibrotic sinus tracts.¿ ¿findings: the patient had 7 sinus tracts to various sutures and a grossly infected piece of stool mesh, 1 area of bowel involvement but not in active fistulas, scarred heavily. We were able to take this apart without there being any leak.¿ ¿pathology: mesh and various sinus tracts and a lymph node from the abdominal wall.¿ the (B)(6) 2016 operative records state: ¿she had a hernia repair done laparoscopically for an epigastrichernia years ago and dualmesh was placed. This became grossly infected. We have been trying to get [the patient] to come in and let us take this out for over 2 years, but she has been very reluctant and now she has a dvt, a venous stasis ulcer, and she needs a seps type procedure, so that she was admonished that the infection needed to be dealt with before any vein surgery could be done.¿ the (B)(6) 2016 operative records continue: ¿she was aware that we would not be able to fix the hernia with mesh, but we would repair the abdominal wall and close in whatever way we could. There is a high probability that the infection is due to bowel fistulization.¿ the (B)(6) 2016 operative records state: ¿I made a skin incision in the mid line over the old mesh with a knife and carried this down through the soft tissues with cautery. We had several sinuses appeared 7 in all, and there were some suture extruding through the skin which we debrided out initially but after making the skin incision, we got down to the perineal cavity where the mesh was extruding and by just gently pulling on this, we were able to cut it out completely. At that point, we were superficial to probably the omentum. Regardless, we probed each of these tracts.¿ the (B)(6) 2016 operative records continue: ¿they all seem to form fistulae down to where the mesh had been and so we debrided out each of the tracts and the skin from where the suture had been placed. After taking out a fair amount of tissue, we were back to pretty clean tissue with lysis of adhesions intra-abdominally because there was bowel up against where the mesh had been, and there was one area of dense adhesion that would have been adhered against the top of the mesh or the fascia at the top of the mesh, and this was taken down carefully with metzenbaum scissors. We could not probe a fistulous tract. We milked some bowel gas into the loop occluding both ends and dripped irrigation fluid in the wound but noted no gas escaping through the wall of the bowel.¿ the (B)(6) 2016 operative records state: ¿in other words, we could not demonstrate any legitimate fistula, so had there been one, it must have healed which is certainly a possibility given the length of her course. After all, we had taken cultures as well over the area where the mesh came from. At this point, all foreign body material was removed. All unhealthy tissue had been sharply debrided out primarily with cautery but also with scissors and mayo scissors and also metzenbaum scissors as needed. The tracts traversed the full thickness of the abdominal wall from skin through fascia and muscle and because of this, there were areas of the fascia that were divided extending off the midline.¿ the (B)(6) 2016 operative records continue: ¿after the debridement was complete, we debrided much fat of the fascia of the midline in the central area where this piece of mesh had been. Given then, we elected to close the fascia and rather than close it vertically, we closed it horizontally. This came together very easily, and there was absolutely no tension. We did this with a running #1 loop pds. The skin was left open. It was loosely approximated in a few places just to get it to heal more quickly, and we used some staples, but we packed the base of the wound, placed gauze and abds over this and covered it with some giant bioclusive's that we will be to leave in place and cut the dressing off. All things considered, the patient did very well. There were no obvious complications. There were no enterotomies or serosal tears, and she was awakened and taken to the recovery room in good condition.¿ pathology and culture reports for the mesh and culture specimens collected during the (B)(6) 2016procedure were not provided. Discharge summary dated (B)(6) 2016 states: ¿procedures: exploration abdominal wall with excision of infected mesh possible bowel resection. ¿(B)(6) 2016 impression: 1. Significant right middle and lower lobe atelectasis underlying and elevated right hemidiaphragmatic leaflet. Likely compressive but mucous plugging not excluded especially given the additional streaky opacifications in the left lower lobe. 2. Persistent free air noted under the diaphragm. 3. Significant gastric bubble. Patient may benefit from decompression.¿ the (B)(6) 2016 discharge records state: ¿(B)(6) 2016 impression: 1. Stable atelectatic changes at the lung bases due to elevated diaphragm. 2. Resolution of free air under the diaphragm. 3. There are multiple dilated air-filled small bowel loops in the mid abdomen on the left side with air-fluid levels. There is presence of air and fecal material within the colon. These findings are most likely related to partial small bowel obstruction versus postoperative ileus.¿ the (B)(6) 2016 discharge records continue: ¿[the patient] is a 66 yo [sic] f with a pmhx that includes dm, hpld, htn, dvt, and a long-standing (several years) infection of her hernia mesh, and a surgical history including cholecystectomy and laparoscopic incisional hernia repair with mesh. She is now s/p infected hernia mesh removal, loa, and removal of multiple abscess pockets and epithelialized tracts on (B)(6) 2016 post operatively, she has done well. The fascia was primarily closed in the or but the subcutaneous fat and skin were roughly reapproximated with a few loose staples and left open to decrease the risk of abscess formation and recurrence of infection at the site.¿ the (B)(6) 2016 discharge records state: ¿initially the dressings appeared green (and or cultures had grown pseudomonas), but this disappeared when wet to dry dressings were switched from saline to dakins solution. Wound base looks healthy. Continue packing with wet to dry with dakins twice daily. Patient will be discharged with home health for wound care and dme, including a walker. She will also be provided with po pain medication and a stool softener. She will continue to take her xarelto at home, and her metoprolol has been increased to 50 bid to control her hr as she now carries a new diagnosis of afib. The patient will have follow up with cardiology upon discharge.¿ a culture report showing growth of pseudomonas was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, mesh removal, debridement, additional surgery. Additional event specific information was not provided.